Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("excessive dental issues"), alopecia ("excessive hair loss"), infection ("frequent infections"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vision blurred ("blurry vision"), rash ("frequent rashes"), migraine ("frequent migraine headaches") and irritable bowel syndrome ("aggravation of her existing ibs"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, tooth disorder, alopecia, infection, fatigue, feeling abnormal, dysgeusia, vision blurred, rash, migraine and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, alopecia, dysgeusia, fatigue, feeling abnormal, infection, irritable bowel syndrome, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder and vision blurred to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure coil was noted to be protruding from the fallopian tube'), device dislocation ('underwent a vaginal ultrasound, and one of her coils could not be visualized'), device breakage ('physician grasped it with the tonsil clamp and removed the essure in 2 pieces, both the inner coil and the outer coil') and pelvic pain ('chronic pelvic pain / severe pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("excessive dental issues"), alopecia ("excessive hair loss"), infection ("frequent infections"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vision blurred ("blurry vision "), rash ("frequent rashes"), migraine ("frequent migraine headaches/ persistent migraines"), irritable bowel syndrome ("aggravation of her existing ibs/ worsened irritable bowel syndrome"), vertigo ("vertigo"), abdominal pain lower ("severe cramping"), visual impairment ("vision problems"), memory impairment ("memory problems"), back pain ("back pain"), pruritus ("itchiness"), hypoaesthesia ("numbness in hands"), urinary tract infection ("frequent urinary tract infections") and fungal infection ("yeast infections"). The patient was treated with surgery (total vaginal hysterectomy, bilateral partial salpingectomy, removal of essure coils bilaterally and underwent a total hysterectomy bilateral partial salpingectomy, removal of essure coils bilaterally). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, vertigo, abdominal pain lower, visual impairment, memory impairment, back pain, pruritus, hypoaesthesia, urinary tract infection and fungal infection outcome was unknown and the pelvic pain, pelvic discomfort, abdominal distension, tooth disorder, alopecia, infection, fatigue, feeling abnormal, dysgeusia, vision blurred, rash, migraine and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysgeusia, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, hypoaesthesia, infection, irritable bowel syndrome, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, vertigo, vision blurred, and visual impairment to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepant essure insert date: (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound uterus - in (B)(6) 2016: results: one of her coils could not be visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fallopian tube perforation, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure coil was noted to be protruding from the fallopian tube'), device dislocation ('underwent a vaginal ultrasound, and one of her coils could not be visualized'), device breakage ('physician grasped it with the tonsil clamp and removed the essure in 2 pieces, both the inner coil and the outer coil') and pelvic pain ('chronic pelvic pain / severe pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("excessive dental issues"), alopecia ("excessive hair loss"), infection ("frequent infections"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vision blurred ("blurry vision "), rash ("frequent rashes"), migraine ("frequent migraine headaches/ persistent migraines"), irritable bowel syndrome ("aggravation of her existing ibs/ worsened irritable bowel syndrome"), vertigo ("vertigo"), abdominal pain lower ("severe cramping"), visual impairment ("vision problems"), memory impairment ("memory problems"), back pain ("back pain"), pruritus ("itchiness"), hypoaesthesia ("numbness in hands"), urinary tract infection ("frequent urinary tract infections") and fungal infection ("yeast infections"). The patient was treated with surgery (underwent a total hysterectomy bilateral partial salpingectomy, removal of essure coils bilaterally). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, vertigo, abdominal pain lower, visual impairment, memory impairment, back pain, pruritus, hypoaesthesia, urinary tract infection and fungal infection outcome was unknown and the pelvic pain, pelvic discomfort, abdominal distension, tooth disorder, alopecia, infection, fatigue, feeling abnormal, dysgeusia, vision blurred, rash, migraine and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device dislocation, dysgeusia, fatigue, feeling abnormal, fungal infection, hypoaesthesia, infection, irritable bowel syndrome, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, vertigo, vision blurred and visual impairment to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepant essure insert date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound uterus - in (B)(6) 2016: results: one of her coils could not be visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fallopian tube perforation, device breakage. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information , auto-narrative supplement , event : "the essure coil was noted to be protruding from the fallopian tube" and "physician grasped it with the tonsil clamp and removed the essure in 2 pieces, both the inner coil and the outer coil" added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of events (listed below) in an adult female patient who had essure (batch no. B34623 (invalid)) inserted for female sterilization. The patient's past medical history included acne, breast prosthesis implantation in 2000, tonsillectomy, appendectomy, multigravida (*in 1995, 1997 and 2002), parity 3 (*in 1995, 1997 and 2002), normal labour (*in 1995, 1997 and 2002), dermatitis due to metals in 2000, dyshidrotic eczema and general anaesthesia. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception as well as cyproterone acetate (androcur) in (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("marked abdominal pain prior to periods"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), seborrhoea ("ill-being due to greasy skin/dry skin / greasy hair / very greasy skin on face"), dry skin ("ill-being due to greasy skin/dry skin"), hair texture abnormal ("greasy hair or dry hair"), eyelid oedema ("eyelids swollen and dark circles"), dark circles under eyes ("eyelids swollen and dark circles"), night sweats ("occasional episodes of night sweats"), fatigue ("major fatigue, constant asthenia even if she slept well"), asthenia ("major fatigue, constant asthenia even if she slept well"), general physical health deterioration ("worsening deterioration of general health, does not feel well"), malaise ("worsening deterioration of general health, does not feel well"), the first episode of pain in extremity ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), muscular weakness ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), motor dysfunction ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), insomnia ("insomnia"), migraine ("migraines"), metrorrhagia ("abundant intermenstrual bleeding / spotting before periods"), menorrhagia ("menorrhagia"), uterine leiomyoma ("probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense"), eye irritation ("burning sensation in eyes"), visual impairment ("visual disturbance"), the second episode of pain in extremity ("pain in legs that woke her up at night"), alopecia ("hair loss"), aphasia ("difficulty finding words"), feeling abnormal ("head in a fog"), allergy to metals ("allergy tests positive for nickel ++") and drug hypersensitivity ("allergy tests positive for benzoyl peroxide +"). The patient was treated with paracetamol (dafalgan), spasfon and surgery (essure removal). At the time of the report, the pelvic pain, seborrhoea, dry skin, hair texture abnormal, eyelid oedema, dark circles under eyes, night sweats, fatigue, asthenia, general physical health deterioration, malaise, muscular weakness, motor dysfunction, insomnia, migraine, abdominal pain, metrorrhagia, menorrhagia, uterine leiomyoma, eye irritation, visual impairment, the last episode of pain in extremity, alopecia, aphasia, feeling abnormal, allergy to metals and drug hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, aphasia, asthenia, dark circles under eyes, drug hypersensitivity, dry skin, eye irritation, eyelid oedema, fatigue, feeling abnormal, general physical health deterioration, hair texture abnormal, insomnia, malaise, menorrhagia, metrorrhagia, migraine, motor dysfunction, muscular weakness, night sweats, pelvic pain, seborrhoea, uterine leiomyoma, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter commented: the placement of each insert was easy, five trailing coils on right and three on left. The post-operative course was unremarkable and she also informed regular pain-free monthly periods. It was reported that, since placement of the essure inserts, she has developed numerous atypical symptoms and the first general symptoms that the patient reported dated from (B)(6) 2015. According to the reporter some of the cutaneous signs were already present prior to placement of essure. The causal relationship between the events and essure by the reporter: to be assessed. Some of the cutaneous symptoms were already present. And according to the allergist following allergy tests, they cannot conclude as concerns her current symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: anteverted uterus. Ultrasound pelvis - on (B)(6) 2017: both inserts in usual position. Ultrasound scan - on (B)(6) 2014: two essure inserts in place. Skin tests: air-borne allergens, standard battery from international contact dermatitis research group and cosmetics, and the only positive result was nickel, weakly positive. The spot test for dimethylglyoxime was apparently not given to her. Confirmatory test on positioning, during yaz intake: plain film of abdomen on (B)(6) 2014 showed perfect positioning of essure inserts. On (B)(6) 2017 - vaginal examination: disclosure of probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense. On (B)(6) 2017 - patch tests on the usual battery and preservatives came back negative, for nickel ++ and benzoyl peroxide +. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2017: reporter (physician) informed patient cancelled the intervention to remove essure. Case downgraded to other event as essure was still in place. No further information was expected. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("underwent a vaginal ultrasound, and one of her coils could not be visualized") and pelvic pain ("chronic pelvic pain / severe pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("excessive dental issues"), alopecia ("excessive hair loss"), infection ("frequent infections"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vision blurred ("blurry vision "), rash ("frequent rashes"), migraine ("frequent migraine headaches/ persistent migraines"), irritable bowel syndrome ("aggravation of her existing ibs/ worsened irritable bowel syndrome"), vertigo ("vertigo"), abdominal pain lower ("severe cramping"), visual impairment ("vision problems"), memory impairment ("memory problems"), back pain ("back pain"), pruritus ("itchiness"), hypoaesthesia ("numbness in hands"), urinary tract infection ("frequent urinary tract infections") and fungal infection ("yeast infections"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, vertigo, abdominal pain lower, visual impairment, memory impairment, back pain, pruritus, hypoaesthesia, urinary tract infection and fungal infection outcome was unknown and the pelvic pain, pelvic discomfort, abdominal distension, tooth disorder, alopecia, infection, fatigue, feeling abnormal, dysgeusia, vision blurred, rash, migraine and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device dislocation, dysgeusia, fatigue, feeling abnormal, fungal infection, hypoaesthesia, infection, irritable bowel syndrome, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, vertigo, vision blurred and visual impairment to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed ultrasound uterus - in (B)(6) 2016: one of her coils could not be visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure complaint received from lawyer department. On or around (B)(6) 2010 or 2011, the plaintiff had essure inserted. Plaintiff's post-procedure course also has been marked by vertigo, severe cramping, vision and memory problems, back pain, itchiness, numbness in hands, and frequent urinary tract infections and yeast infections. In or around (B)(6) 2016, plaintiff underwent a vaginal ultrasound, and one of her coils could not be visualized. In or around (B)(6) 2016, plaintiff underwent a total hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The information submitted as supplemental 2 was submitted under this MFR number in error and does not belong to this report. The information will be resubmitted under MFR 2951250-2017-04110.